Manufacturer narrative:
The device was returned was returned and it was found that the motor was defective.

Event description:
Faulty motor actuator.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Faulty motor actuator.